Event description:
It was reported that while in the cardiac intensive care unit (cicu) the md inserted the pacing catheter emergently via the pt's right internal jugular. The md inserted the socketed adapter pins into the generator extension cable hub; i.e. Remington cable. The md encountered difficulty when attaching the catheters' shrouded connector pins over the socketed adapter pins. The pins jammed inside the screw adapter therefore, the md was unable to use the pacing catheter. The md removed the is-07155-upm and inserted a competitor's pacing catheter successfully. There was no reported pt death, injury, or complications. There was a delay/interruption in therapy; however, this did not cause harm to the pt. Medical/surgical intervention was not required. Add'l info received on (B)(6) 014 from the rn stated that the tip did not break off after repeated insertions and could inadvertently jam the disposable lead they are currently using.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.